Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the spinal cord stimulation had stopped working and was removed about a year after it was implanted. No further information is known regarding this event.